Manufacturer narrative:
The device was not returned for evaluation.

Event description:
We received a copy of an MDR (mw5064384) from the FDA; the MDR report did not provide hospital name or contact name and number, thus we were unable to conduct medical event follow up or arrange for instrument to return for evaluation. We are filing this MDR based solely on the information contained in the MDR from the FDA; no other information is available. Here is text: allegedly, "it was noticed during the procedure that the skin on the pt's nose was reddened. At this point, wet gauze was placed between the light carrier and the pt's skin, but not before the pt sustained a superficial burn to nose from light carrier overheating. It appears that the scope was functioning properly, unclear why light source generated enough heat to cause a sunburn effect - cool compress applied then bacitracin ointment to nose."